Event description:
It was reported that a patient pump alarmed saying non disposable. The same cassette was used in a different pump and the same error occurred. After the patient made new mix in a new cassette, the infusion was able to continue without any issues. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.